Manufacturer narrative:
The reported events of an abnormal silicone cover and fracture at the lead body were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except procedural damage.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was inserted through the right atrium but the lead was not located at the ra appendage area. While attempting to reposition the ra lead, the lead had an abnormal silicone cover and fracture at the lead body. A new ra lead was implanted with no issues. The procedure was completed with no adverse patient consequences.